Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "ec345" was not reproduced. A review of the event history log revealed "system error 345" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined as the device successfully tested within specifications but the ultrasonic sensor was required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.